Event description:
It was reported that package steal integrity occurred before use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "primary packaging is opened".

Manufacturer narrative:
H.6. Investigation summary: one unused unit in a slightly opened package from catalog number 381811, lot number 7171632 was received, and bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 7171632, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed six insyte autoguard packages. The packages were partially peeled open at one end. The seal width and seal transfer were observed to be acceptable but without the physical sample the engineer could not determine the exact measurements. Based off the provided photo the engineer was able to verify the reported defect. This was a known issue for the manufacturing facility and an investigation was performed. It was determined that there was an issue with the adhesive on the paper's package. Bd supplier oliver-tolas uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the material or adhesive application is the root cause. A new supplier has been chosen and the adhesive was changed. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that package steal integrity occurred before use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "primary packaging is opened."